Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was noted on the right ventricle (rv) lead. Abbott technical support was contacted and a revision procedure was performed. The rv lead was capped and replaced. The patient was in stable condition.